Event description:
Related manufacturer reference number: 2017865-2021-39872. It was reported that the patient presented for a scheduled procedure. Prior to the procedure, and interrogation was performed, and the right ventricular lead exhibited low lead impedance. The procedure was not performed, and no further intervention was performed. Further information was requested however, was not provided.